Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has no lights on the o2 sensor to tell it that it's working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb was loose and can't see the light, causing the no lights on the o2 sensor, which confirmed the original complaint issue. Put new screen to correct issue.

Event description:
Dealer states the unit has no lights on the o2 sensor to tell it that it's working.